Event description:
Customer reported a burning smell from the (B)(4) monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's display. Problem was resolved.